Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) and (B)(4) have been completed. The reported problem (non-functional) was confirmed. As received, neither battery would not charger or power a test monitor. Upon evaluation, the f1 fuse was blown in both battery packs. The cause of the non-functional battery packs is the blown fuse. The root cause of the blown fuses cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery packs would not power the monitor or charge.